Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The root cause is that the flow block failed. The flow block assembly will need to be replaced; however, the product was returned to the customer without being repaired because the supply of the flow block as a repair or replacement part had ended and it was no longer available. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that even when the air mix was set to 45, it still flowed at 100. The fault occurred while in use with the patient. There was patient involvement, and no patient harm/adverse event reported.